Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H10. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient rep reported that patient told them that they don't think the recharger was working properly. The patient rep wasn't with the patient or the equipment as patient was in nursing home. Patient said they don't think the recharger was charging the implant, however the rep said they weren't having a return of symptoms (wasn't shaking) so the recharger must be charging the implant. Rep said they would visit patient and call into patient services with patient and equipment for troubleshooting/assistance. The patient rep called back and repeated information from call code notes regarding the patient thinking their recharger was not working correctly. The patient added that they felt like the recharger was not charging their implantable neurostimulator (ins) because they were shaking more a couple of days ago and spilled a cup of coffee. The patient began an ins charging session during the call and the recharger displayed the following info: therapy was off, the ins was between 0-25% charged, and the recharger had good coupling with the ins. Agent reviewed that the recharger was working correctly and that the patient was likely shaking more due to therapy being turned off. Agent had the rep use the patient programmer to synchronize with the patient's ins and they saw the warning screen that indicated the ins charge level was depleted and the ins was in a discharged state, and for that reason therapy had stopped. Agent reviewed that the patient would need to continue charging the ins until it was at least 25% charged before using the patient programmer to turn therapy back on. The rep understood and said they would call back if they require further assistance.